Event description:
The patient received a scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the patient is not feeling stimulation and his charger no longer locates the ipg to charge. Patient tried moving the antenna over and around the ipg perimeter to no avail. Follow up indicates that a new charger was sent to patient and is following up with his physician. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.